Event description:
The user facility reported bleeding. Hemostasis was initially achieved using the angio-seal device. However, two days later, as preparations were made for the patient's discharge, bleeding occurred at the site after the patient was released from bed rest in the following 24 hours. The physician applied manual compression, successfully achieving hemostasis again. The patient's hospitalization was extended by one day. The exact amount of blood loss is unknown, but there was no serious health damage. The patient recovered and was discharged. The procedure before deploying the device was percutaneous coronary intervention (pci), and a pre-deployment angiogram was performed. The size of the sheath used is unknown. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter is unknown. Bleeding occurred outside the procedure room. Patient's hospitalization extended due to the event; hemostasis achieved by manual compression.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. B3: date of event: requested, unknown. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential bleeding issue postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been improper device use resulting in an issue with closure postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).